Event description:
It was reported via a trial that on (B)(6) 2005, the pt underwent stenting in the mid right coronary artery with two xience v stents. The pt had a positive functional stress test on an unk date. On (B)(6) 2009, the pt underwent revascularization in the proximal right coronary artery with balloon angioplasty and a non-abbott stent. Though requested, add'l info was not provided.

Event description:
Subsequent to the initial medwatch, additional information was received indicating that the patient's condition resolved on (B)(6) 2009. The index study lesion was in the proximal to mid right coronary artery (rca) with the 3.0 x 28 in the mid rca and the 3.0 x 8 in the proximal rca. The positive functional stress test took place on (B)(6) 2009 and provoked inferior and inferoseptal ischemia. The (B)(6) 2009 revascularization was treating in-stent restenosis of a chronic total occlusion in the ostial proximal rca which was within 5 mm of the index mid rca xience stents. The resting ECG showed non-specific st changes.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u report will be submitted with all relevant info.